Manufacturer narrative:
The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the photo. Visual analysis of the photo revealed that the drill bit ø1.1 w/stop l44.5/6 was found to be broken from the tip, fragment was not returned. Embedded device condition cannot be confirmed since x-ray evidence was not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the drill bit ø1.1 w/stop l44.5/6. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4) / inspected and packaged by: (B)(4). Release to warehouse date: 23-jul-2021. Expiration date: 11-mar-2019. Part number: 03.503.286 matrix 1.1mm drill bit/mqc 6mm stop/44.5mm (non-sterile). Lot number: u326056. Packaging label logs (pll) lmd rev ad were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.503.286 matrix 1.1mm. Lot number: u326056. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Certification for heat treat was reviewed and determined to be conforming. Certificate of analysis was reviewed and determined to be conforming. Raw material certification was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: on (B)(6) 2022, while drilling, the drill bit 1.1 split and a fragment stayed inside the patient. The patient did have negative impact. This report is for one (1) drill bit ø1.1 w/stop l44.5/6 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no reported surgical delay. The patient outcome was okay. The surgery was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: (B)(4). Release to warehouse date(s): 11-mar-2019 , 02-aug-2019 quantity part number: 03.503.286 matrix 1.1mm drill bit/mqc 6mm stop/44.5mm (non-sterile) lot number: u326056 purchased finished goods travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection met all inspection acceptance criteria. Certificates of conformance received from orchid dated 13-feb-2019 were reviewed and determined to be conforming. Packaging label logs were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1.1 w/stop l44.5/6 was found to be broken from the tip, fragment was not returned. Embedded device condition cannot be confirmed since x-ray evidence was not provided. A dimensional inspection for the drill bit ø1.1 w/stop l44.5/6 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø1.1 w/stop l44.5/6 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.